Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: 1 sample was received. It doesn¿t have the packaging flow wrap. It has the plunger rod-rubber stopper and no tip cap. The plunger rod-rubber stopper is at 4ml. It has 2ml of a solution. The sample was tested for sustaining force. It measured 14.8n. The specification is <20n. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: failure mode was not verified. This is the 1st complaint for lot # 9274698 for this type of defect or symptom. There was no documentation for this type of defect during the entire production run of this batch. Root cause description: root cause is undetermined. Rationale: CAPA not required at this time.

Event description:
It was reported that the bd posiflush¿ normal saline syringe plunger would only push out "6 ml" of the 10 ml in the syringe during use. The syringe was removed from the IV to attempt to push out the remainder of the saline, but the plunger became "stuck" in the process. The following information was provided by the initial reporter: " saline syringe attached to IV attempting to push solution but would only administer 6ml of the 10 ml in syringe. Syringe removed from IV and attempted to push saline out of syringe but plunger is stuck and unable to be pushed any further."